Event description:
Patient was admitted to the hospital due to an increase in seizures. The patient's generator battery was noted to be low although a battery status indicator was not provided. The patient was referred for device replacement. Patient underwent generator replacement. The explanted generator was discarded. No other relevant information has been received to date.